Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated in the mount. No physical damage observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in a sensor state 1 (indicating storage state). Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained an error message when scanning the adc freestyle libre sensor. On (B)(6) 2021 as the customer was unable to monitor their blood glucose for 3 hours, the customer experienced being "extremely lightheaded" and had a loss of consciousness. The customer regained consciousness and self-treated with "healthy foods." No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained an error message when scanning the adc freestyle libre sensor. On (B)(6) 2021, as the customer was unable to monitor their blood glucose for 3 hours, the customer experienced being "extremely lightheaded" and had a loss of consciousness. The customer regained consciousness and self-treated with "healthy foods." No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated